Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: the device was returned; however, detailed analysis of the device was not performed at this time due to pending litigation. Therefore, we are unable to fully evaluate the reported event. (B)(4): we did receive performance data collected from the device and have analyzed the data. 1 - patient alert for lead failure predictor on (B)(6) 2011 19:59:51. 15 - ventricular nst (non-sustained tachycardia) <=210 ms average v-cycle between (B)(6) 2011 23:09:18 and (B)(6) 2011 02:00:37. 1 - vf=160 ms on (B)(6) 2010 19:59:51. Ventricular short interval count v-sic=18.3 counts avg/day, in 2.30 days, between (B)(6) 2011 02:17:48 and (B)(6) 2011 09:26:57. Last battery measurement=2.56 volt on (B)(6) 2011 09:16:52, shows device was at eri, battery measurement was lower than device rrt (recommended replacement time) <=2.63 v. Weekly trend data shows min bat=3.17 volts between (B)(6) 2011. Event description continued: the right ventricular (rv) lead was removed and replaced with a new lead and the unknown other lead remains in use. No further patient complications have been reported as a result of this event.

Event description:
It was reported that the patient presented to the emergency room (ER) due to alert tones sounding. There were several non-sustained tachycardias (nst) with electromagnetic interference (emi) type waveforms on the electrograms (egms). The battery voltage had shown a decrease at the end of the interrogation session. There was also one ventricular tachycardia (vt) detection which terminated prior to therapy. The following day the device would not interrogate; patient heard no tones and it was verified on the egm that the device was not pacing. It was also reported that there was no device pacing output, programming/telemetry problem and suspected early battery depletion. The device was explanted and replaced with a new device. A lawsuit alleges that the device "failed without notice or reason." It was further reported that a check of the device showed a sudden drop in battery voltage and that noise was noted on both leads. Description continued in narrative section.